Event description:
It was reported that the extension passing tool broke within the patient¿s body while tunneling intraoperatively. Three additional wounds had to be opened to remove the extension. The patient had ¿no severe adverse reactions.¿ see also manufacturer¿s report #6000153-2015-00069 for the concomitant system.

Event description:
The tunneling tool will not be returned to the device manufacturer. The customer discarded them.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, lot# nkn051327v, implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Additional information reported the patient did not have any symptoms related to the tunneling tool breaking during use. The root cause of the event remained unknown at the time of follow-up.